Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called stating they experienced a cartridge leak while performing the ¿press and hold until you see drops¿ step. The agent asked the patient to walk through a supply change, during which the patient confirmed they had been connecting the supplies outside the device. The agent informed the patient that this issue can occur when the components are not connected with the cartridge inside the device. The patient then completed the supply change correctly with the cartridge placed inside the device, and the process was successful. Blood glucose was not impacted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.